Event description:
It was reported that the sternal zipfix with needle has sharp edge at the transition between needle and peek. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The evaluation revealed that the material is soft and that sharp edges where found on the peek material which would pose a risk of injury to the patient or user. The sharp edges as described in the complaint of the peek material and that of the needle itself, are clearly created by the user through an aggressive use of a needle holder instrument. The deformation and sharp edges on the device are user related and do not represent a normal use during application.